Event description:
The rptr indicated that when pt arrived, capture and sensing were normal. However, during a stress test, as the pt's rate increased, sensing was lost in both chambers. Ventricular lead impedance was "high" (bipolar) and 725 ohms (unipolar). Atrial lead impedance was 670 ohms (bipolar), and 430 ohms (unipolar).